Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: battery / (B)(4) / model # 1650de / exp. Date: 31jan2017. Mfg. Date: 31jan2016. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard what appeared to be a critical battery alarm, but was unsure. The patient immediately panicked and changed to their back up controller. The patient was urgently seen in the clinic. It was noted that the capacity of the battery in question was above nine percent. The site issued a new back up controller. Moreover, the patient mentioned that the controller did not emit a low priority alarm prior to the critical battery alarm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient codes in product event summary: the controller was returned for evaluation; while the battery was not returned. Failure analysis of the returned controller revealed that the unit passed visual and functional testing. As a result, the reported "controller did not emit alarm" event could not be confirmed. Log file analysis revealed one critical battery alarm involving the reported battery due to the battery depleting to 10% relative state of charge (rsoc) within the analyzed period. As a result, the reported "critical battery alarm" event was confirmed. The most likely root cause of the reported event can be attributed to the patient allowing the battery to deplete below 10%, triggering a critical battery alarm. Additional products: battery, bat311409 d10: no h6 FDA method code(s): 4112, 4114 h6 FDA results code(s): 213. FDA conclusion code(s): 19 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.